Event description:
It was reported via repair work order that the auxiliary and main power cords ground pins were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.